Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in the mid left anterior descending artery with one 2.5 x 28 mm and one 2.5 x 23 mm stent, in the mid right coronary artery (rca) with one 2.5 x 18 mm stent and in the distal rca with one 2.5 x 28 mm stent. On (B)(6) 2011, the patient expired at home. The immediate cause of death was listed as artherosclerotic cardiovascular disease. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 2.5 x 23, 2.5 x 18, 2.5 x 28. Other: clopidogrel, aspirin. There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.